Event description:
It was reported that functional undersensing and r wave amplitude variation was observed on the device and right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-25429.